Event description:
N/a.

Manufacturer narrative:
Contact person information: (B)(6).

Manufacturer narrative:
Testing of actual/suspected device: during a preventative maintenance (pm) service, the getinge field service engineer (fse) received a maintenance required code 4, he found an error code 63 in the logs. To fix the issue, he replaced the power supply with fan. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is currently unavailable.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a maintenance required code #4. There was no patient involvement, and no adverse event reported.